Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune blocks will not allow a balancing block knob to slide thru the top of them. Attempts were made with 3 different instrument trays all of the same lot numbers (3 sz 6 and 3 sz 4) and they all will not allow the same knob to pass thru the top of the block. Tried a different knob and they all was fine. Not sure if it is a knob or a block issue. No product or lot on the knobs. Issue found at warehouse, not in a case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device was not able to confirm the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot code was not provided.